Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that heparin (apparent concentration 25,000units in 250 ml) was initiated as a primary infusion intended to run at 18 units/kg/hr (21.6ml/hr). After 3 hours the device alarmed and the bag was noted to be completely empty. The patient received 25,000 units total and should have received only 6,480 units in the three hours. A stat ppt result was greater than 200. The heparin infusion was put on hold. There was no lasting harm to the patient.

Manufacturer narrative:
The customer¿s experience of heparin infusing faster than expected was confirmed. An ¿as-received¿ inspection was performed on the received pump module and disposable set. There were no anomalies observed with the set, and no leaks occurred. The pump module was received in overall fair condition with the instrument seal intact. The lower door hinge and the sear were observed to be cracked. The rear case was also observed to be cracked where the top screw is fastened. The membrane frame was observed to be a third-party part and the screw that fastens the membrane frame to the device was observed to be the incorrect size. The pcu event log shows that at 12:21 am on (B)(6) 2016 the device was programmed to infuse heparin standard dose weight based dosing 25000unit in 250ml, with a vtbi of 200 ml, using a patient weight of (B)(6), at 18unit/kg/hr for the dose, which made the rate 21.6ml/hr. At 3:29 am, the device alarmed for air in line. At 3:31 am, the device was channeled off. The user cancelled the system from shutting down which put the device into an idle state. The volume recorded as being infused during this period was 66.6ml. At 3:35 am, the device was again programmed to infuse heparin standard dose weight based dosing 25000unit in 250ml, with a vtbi of 200 ml, using a patient weight of (B)(6), at 18unit/kg/hr for the dose, which made the rate 21.6ml/hr. At 3:38 am, the device alarmed for air in line. The device alarmed for flo stop open and then the door was closed. At 3:40 am, the device was restarted. At 3:46 am, the device was channeled off. The volume recorded as being infused during this period was 69.068ml. Rate accuracy testing with the device programmed to run at the incident rate of 21.6ml/hr and using the customer¿s returned primary set found the device to be out of specification by 1,138.56%. During rate accuracy test, it was observed that the lower fitment of the disposable set did not snap into place inside the air in line assembly when loaded into the device. It was observed that the screw used to attach the membrane frame to the pump module was not the original screw; the screw head was larger than the original and did not sit into the recess of the membrane frame. The membrane frame was identified to be a third-party part. Rate accuracy testing repeated at 21.6ml/hr with the customer¿s set and using the 3rd party membrane but a carefusion screw found the device to be within specification. Additional rate accuracy test with the same parameters but using a carefusion membrane frame and the incorrect sized screw found the device to be out of specification by 356.68%. Final rate accuracy testing performed with the same parameters but using a carefusion membrane frame and a carefusion screw found the device to be well within specification. Upon internal inspection following rate accuracy testing the device was found to have minor fluid ingress underneath the membrane frame, however this ingress did not interfere with the mechanism assembly. Fluid ingress was also observed at the bottom interior of the rear case and in both cavities where the iui¿s are seated. The mechanism assembly was found to be assembled correctly and in good working condition. The rear case was observed to be cracked where the top screw is fastened. Except for the membrane frame and the incorrect screw all other possible replaceable parts were carefusion parts. The root cause of the customer¿s experience of heparin infusing faster than expected was identified as an incorrect screw that prevented the flo stop from being inserted completely into the air in line assembly, and in turn the lower occluder finger was not able to completely occlude the pumping segment during an infusion.